Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account in 2n. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.